Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 3 patient samples tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided data for the 3 patient samples for investigation. Of the data provided, erroneous tsh, ft4 and ft3 results were identified for 1 patient sample between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. All results from the investigation will be reported to the customer. This medwatch will cover ft3. Refer to medwatch with (B)(6) for information on the ft4 erroneous results and medwatch with (B)(6) for information on the tsh erroneous results. Refer to the attached data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 reagent lot number used with the e170 analyzer and the e411 analyzer at the investigation site was 183221 with an expiration date of 01/31/2016. The serial number for the customer's e602 analyzer is not known.

Manufacturer narrative:
The patient sample was submitted for investigation. Investigation confirmed the presence of a an idiotyp antibody interfering factor for the ft3 assay. This is addressed in product labeling.